Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called in with more information regarding her previously reported hospitalization. The customer stated that the hospitalization was for diabetic ketoacidosis, with blood glucose levels in the range of 600 mg/dl. The customer stated she has not been able to wear the pump since the event, and is now back on manual injections. The customer was in the hospital for about seven days, and no longer knows where the pump is. Troubleshooting was not possible since the customer no longer has the pump with her, and she belives it is lost.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 342 mg/dl. The customer was experiencing symptoms of shaking, nausea, vomiting, little hard of breathing. Customer has not eaten in 3 days. The customer treated herself with backup plan and requested an ambulance. The customer was admitted to the hospital. Customer blood glucose at time of 911 called was 271 mg/dl. The customer was advised to call back after she is treated and feeling better for further troubleshooting.